Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5 mg/ml for a total dose of 1.8176 mg/day and bupivacaine 20 mg/ml for a total dose of 7.270 mg/day via an implantable pump for non-malignant pain. It was reported the patient was not getting effective pain relief. It was unknown what factors may have led or contributed to the event. It was noted does increases were attempted as well as a dye study. The dates of the increases and dye study were not known. The dye study was inconclusive as they were unable to aspirate the catheter. The patient was requesting a smaller pump. The 40ml pump was replaced with a new 20ml pump. It was noted surgical intervention occurred where the pump and catheter were explanted/replaced on (B)(6) 2019. The device diagnosis was returned to manufacturer. The programmer showed the pump time is out of sync with programmer time. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but will not be made available. The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. The catheter was returned, and analysis found/observed a kink in the catheter body. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.